Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer spoke with the head nurse and pharmacy to coordinate removal of the cubie. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not opening, and the customer noted that a failed pocket error message appeared when attempted to dispense medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.